Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed that the force sensor was out of calibration, and the force sensor pins were partially dislodged. This report is being made based on results of evaluation.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on (B)(6) 2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powered on appropriately to the verify screen with functional auditory and vibratory alarms. A review of the pump history indicated that loss of prime warnings and occlusion alarms had occurred; there was no "loss of cartridge" detection evident in the pump history. The pump was exercised for 24 hours with no loss of prime warning or occlusions. During evaluation the force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.